Event description:
It was reported that there were low therapy impedances on both sides. The device was interrogated and showed low impedances on (B)(6) 2011. The etiology was reported to be the device. It was reported the device was related and there was a possible relationship related to the procedure. It was reported left therapy impedance was 57 ohms, current 34 amps. Right therapy impedance was 62 ohms, current 31 amps, battery capacity was 45-90%. The issue was resolved without sequelae on (B)(6) 2011. It was further reported the battery was at end of life on (B)(6) 2011. A new battery was implanted. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the battery depletion appeared on (B)(6) 2011 with worsening obsessive compulsive disorder. The last printout was from (B)(6) 2011, with end of life (eol) of 92-100%. The settings for the patient¿s left device were as follows: amplitude of 2 v, pulse width of 210 microseconds, and a rate of 30 hertz. Impedance measurements for 0 <(>&<)> case, 1 <(>&<)> case, 2 <(>&<)> case, and 3<(>&<)> case was 676 and the current measurement was 17. Impedance measurements for 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 2, 1 <(>&<)> 3, and 2<(>&<)>3 was 1024 and the current measurement was less than 15.

Event description:
Additional information reported the fake low impedance was due to the programming print-out where the last figure of therapy impedance did not appear.

Event description:
Additional information reported the low therapy impedances were ¿fake.¿ the event was noted as not related to the procedure. It was unclear what was meant by fake therapy impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).